Manufacturer narrative:
(B)(4). Events reported in mwr-2210968-2021-00605 and 2210968-2021-00606. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in (B)(6) of 2020 and suture was used. During the procedure, the needle broke at the base of the thread during the vaginal suture. There were no adverse patient consequences reported. No additional information was provided. Occurred intra-operatively.